Event description:
The surgeon was using the ligasure advance during the procedure and noted that the sealers on the device locked up. A second device with the same lot number was opened and was found to have the same problem. A third device was opened and used without incident. It is unknown if the third device was the same or different lot number.